Manufacturer narrative:
Concomitant products: product ID 37743, serial# (B)(4), product type programmer, patient; product ID 3708220, serial# (B)(4), implanted: (B)(6) 2011, product type extension; product ID 3888-45 lot#, v755701, implanted: (B)(6) 2011, product type lead; product ID 3888-45, lot# v780542, implanted: (B)(6) 2011, product type lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type lead. (B)(4).

Event description:
It was reported that the patient had a stimulator system and had a fall and they would need to have a revision as the implantable neurostimulator (ins) dropped. It was noted that they needed to find a general surgeon to relocate the ins. The patient was older and would need special care. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.